Event description:
(B)(4). Started to get migraines all the time, 12 to 15 a month. Also it hurts to have sex now. Weight gain especially in my stomach area. Severe pain in my pelvic area. Hair loss. Blindness off an on in my right eye.